Event description:
The floppy part of the micro puncture set wire broke off during the beginning of the case and got lodged in the patients eca. We put the arterial sheath in safely and were hoping reverse flow would pull the tip of the wire out. Wire didn't move. The two physicians doing the case decided to leave alone.